Event description:
The service light illuminates when the unit is turned on. The error code history indicates a low coin battery voltage. After the coin battery is replaced and the error code is cleared, the service light remains on. The unit will function if needed, but staff may not trust it in a code situation. This has been an ongoing issue with this model. The main system board is defective. There is a consistent two month backorder for this board. There is a risk of a defibrillator shortage if we have too many failures occur in a short period of time.manufacturer response for external defibrillator, lp20: main system board failure. The MFR service representative replaces this board at the hospital.